Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 ultra valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the bleeding from 'behind the heart' cannot be determined as cause was unknown. It is possible that unknown patient and procedure related factors contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate from (B)(6), during a transeptal implantation of a s3 29mm valve in the native mitral annular calcification (mac), an annular rupture occurred and the patient later expired. As reported, the procedure was initially considered a success with no paravalvular leak of the valve and gradients < 8. The patient was extubated in the lab and was discharged to ccu in stable condition. Approximately 10 hours post procedure, the patient had a decrease in systolic blood pressure (sbp). Cardiac tamponade was suspected and the patient was taken to the or. The surgeon stated there some bleeding from 'behind the heart'. The surgeon was unable to stop the bleeding and the patient passed away in the operating room.